Manufacturer narrative:
Block h2: additional information received on october 27, 2023: block b5 (describe event or problem) block b5 has been updated based on additional information received on october 27, 2023. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria as it was clarified that the type of procedure was mucosectomy with defect closure, and the anatomy location was the duodenal papilla.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on (B)(6) 2023. The anatomical location is unknown. During the procedure, the clip packaging was opened, and it was noted that the clip was released. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts. Additional information received on october 27, 2023: it was clarified that the type of procedure was mucosectomy with defect closure, and the anatomy location was the duodenal papilla.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on (B)(6) 2023. The anatomical location is unknown. During the procedure, the clip packaging was opened, and it was noted that the clip was released. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location.